Event description:
Customer reported an underinfusion of hyperalimentation and an overinfusion of lipids. All infusions were programmed as basic infusions, outside of guardrails. Channel a was programmed to infuse hyperalimentation at 85 ml/hr. Channel b was programmed to infuse lipids at 5.2 ml/hr and channel c was used for intermittent infusions. Sometime between 2007, and 2008, the infusion rate for the hyperalimentation (channel a) was changed to 5.2 ml/hr and the infusion rate for the lipids (channel b) was changed to 85 ml/hr. At 11:00 am in 2007, the hyperalimentation and lipids were turned off because a blood infusion was started on channel c. Around 3:00 pm, the pt went to and from x-ray with the blood infusing on channel c and channels a and b off. After the blood infusion was completed, channels a and b were powered on, and the hyperalimentation and lipid infusions were re-started. Between 8:00 - 8:30 pm, the nurse noted the bottle of lipids was empty and the rate was 85 ml/hr. No pt harm reported, no medical intervention required and no ill effects experienced by the pt. The data set and device event logs were received. Investigation is on-going. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Patient info requested and all available info is included.